Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: date of stated event and patient information unknown. Physician stated during procedure the patient had existing manta closure implant device, noted the device was dislodged during access and identified in the atria under fluoroscopy and traveled down the leg. Physician stated no additional intervention preformed to remove/treat the displaced manta implant, stating the patient was too sick. Unknown how access was acquired for stated event.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an impella procedure, a 14f manta was planned for closure. The physician reported during a previous procedure, the patient had a manta device implanted, the device became dislodged during initial access and under flouroscopy was identified in the atria and travelled down the leg. No additional intervention was performed to explant or treat the displaced manta due to the patient was too sick. No proctor was present during stated event. The date of stated event, patient information, how access was acquired, and patient outcome is unknown. The IFU warns do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery. The safety and effectiveness of the manta device has not been established in patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. In the event that a patient requires reintervention after a manta closure has been placed, use x-ray to locate the existing manta closure device(s), visible by the small radiopaque marker. Select a puncture site on the common femoral artery at least 2.5 cm above or below the existing manta closure device(s) to avoid interference from scar tissue or unresorbed manta components.